Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. A partial UDI is being submitted. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: anisomastia, breast mass. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction revision surgery with implantation of a 325cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient felt a lump in the left breast. Mammogram and ultrasound imaging confirmed a left breast mass with chronic inflammation and hematoma. Resultantly, the patient underwent multiple left breast biopsies. Subsequently, she experienced left breast swelling and pain with a fever and drainage of purulent material from one of the biopsy sites. Magnetic resonance imaging was performed and she was diagnosed with multiple left breast abscesses and sepsis. During an examination with a medical professional she was noted to have bilateral breast ptosis with left breast firmness. She was diagnosed with left breast baker grade IV capsular contracture with cellulitis and a possible infection. As a result, the patient underwent bilateral breast implant removal without replacements on (B)(6) 2024. During the surgery, both breasts were noted to have breast masses, implant fluid collection was found in the left breast, and a deflated left breast implant was discovered. The masses were excised. There was no reported procedural delays or patient consequences due to the discoveries. This report is for the right breast prosthesis.

Manufacturer narrative:
On july 23, 2024, the mentor analysis lab received the suspect medical device for evaluation. On july 30, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).